Event description:
Placing his bundle lead - when positioning the lead, it fixed leaving helix in septal myocardium. Fractured piece was retrieved by sheath. Case was extended by retrieval process (more than 3 hours). Patient bp down, recovered in pacu, admit to ICU.